Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: mcs-p3-943 transcatheter valve, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was interrogated and showed that the device was at elective replacement indicator (eri). When the device was checked later, it was no longer at eri. The eri was cleared when the device was interrogated and the device remains in use. No patient complications have been reported as a result of this event.